Event description:
It was reported that the screw was inserted and an x-ray was taken. In an attempt to reposition the screw, it was backed out and a guide wire was pulled out of the cannulated portion of the screw. When this was done, the inner saddle component of the screw broke off from the screw. Another screw was used to complete the procedure. The difficulty did not result in any adverse consequences to the patient and there was no resulting delay.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required field. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned mis cannulated polyaxial screw noted that its inner saddle has become detached from the screw¿s polyaxial ball. A review of the device history record found no discrepancies were observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause of the screw¿s inner saddle becoming detached from the screw¿s polyaxial ball cannot positively be determined. However, the noted damage suggests that the polyaxial head most likely underwent an unanticipated axial load when the polyaxial screw was backed out for reposition, resulting in saddle dislodgement. No corrective action/preventive action (CAPA) is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend. Therefore, this complaint will be closed with no further action required.